Event description:
It was reported that during a coronary direct-stenting treatment procedure, the liberte stent dislodged. The physician used a 6f al2 guide catheter and a choice pt guidewire to cross a heavily calcified lesion in the proximal circumflex coronary artery. He unsuccessfully attempted to direct-stent the lesion with the liberte bare monorail 16/3.0 mm stent system. He subsequently removed the device and delivered a quantum 12/2.5 mm balloon to predilate the lesion to 22 atms. Upon removing the quantum balloon, some resistance was encountered. Fluoroscopy revealed that the liberte stent remained in the vessel and was being pulled back into the sheath by the quantum balloon. The stent was removed. No resistance had been noted during the previous removal of the liberte stent delivery system into the guide catheter and subsequently out of the sheath. At that time, neither the physician nor his assistant had noticed that the stent was absent from the delivery system. The procedure was successfully completed using another liberte bare monorail 16/3.0 mm stent system which was easily inflated to 18 atms with an excellent result. The procedure continued. The physician predilated the proximal lad with a quantum 8/2.5 mm balloon to 25 atms. He subsequently deployed a liberte bare monorail 3.0/8 mm up to 18 atms with a similarly excellent result. Pt status is reported as "good."